Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to insertion in anesthesia, the md reported the swg severely kinked when trying to pass the swg through the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.